Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 20mm sapien 3 ultra resilia valve in a pre existing 21mm magna valve. The first 20mm sapien 3 ultra resilia valve was implanted and then post dilated with +1cc with a 22 non edwards lifesciences balloon. An aortagram after, showed central aortic insufficiency (ai). Transthoracic echocardiogram (tte) confirmed the ai. A second 20mm sapien 3 ultra resilia valve was prepped to be implanted. The second valve was deployed without issue to resolve the event.